Event description:
It was reported that the patient presented in the hospital for a pericardial window procedure due to pericardial effusion. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.